Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('focal chronic endometritis') and device dislocation ('similar material is not found within the right fallopian tube/ cornual area') in an adult female patient who had essure (batch no. C06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, polycystic ovarian syndrome, obstructive sleep apnea syndrome, depression, anxiety, osteoarthritis, tonsillectomy, hot flashes, coital bleeding, vaginal dryness and adenomyosis. In (B)(6) 2015 patient underwent hysterosalpingogram. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered device dislocation, endometritis, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right tube 2 coils, left tube 4 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs and mr received : previously reported event "injury" updated to "abnormal bleeding (menorrhagia)", events - "abnormal bleeding (vaginal), pelvic pain, vaginal pain", reporter, medical history, lot number added from pfs, events - "focal chronic endometritis, similar material is not found within the right fallopian tube/ cornual area" added from medical record. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('focal chronic endometritis') and device dislocation ('similar material is not found within the right fallopian tube/cornual area') in an adult female patient who had essure (batch no. C06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, polycystic ovarian syndrome, obstructive sleep apnea syndrome, depression, anxiety, osteoarthritis, tonsillectomy, hot flashes, coital bleeding, vaginal dryness and adenomyosis. In (B)(6) 2015 patient underwent hysterosalpingogram. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered device dislocation, endometritis, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: right tube 2 coils, left tube 4 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.